Event description:
See also manufacturer report 6000153200800258. The patient reported that he had a right total knee replacement in 2007. His interstim was programmed off and he had a catheter in place. About 3 months later, his catheter was removed and his interstim was turned on. Since then he has been getting good therapy but is experiencing a pulsing feeling in his knee and numbness that radiates down his right leg to his toe. His physician checked his devices and both are working well. The hcp stated that the patient had a knee replacement and is experiencing pain that is not related to the device.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.